Event description:
The hill-rom technician reported that the bed exit alarm did not function on this bed. He replaced the bed exit circuit board and the bed operated as designed. There were no reported adverse events associated with this product malfunction.